Event description:
It was reported that the pt underwent a sling procedure in 2005 for mixed urinary incontinence. There were no intraoperative or immediate postoperative complications and the pt was discharged home on 6 days later with a normal voiding pattern. At the eight week review, the pt reporting having had a urinary tract infection of moderate severity which. The pt was treated with totapen and the event resolved the following month.